Event description:
Upon removing the cre 18mm x 20mm balloon dilatation catheter from its packaging, a shaft kink was noted. The physician attempted to straighten the kink but was unsuccessful. The device was not used and another of the same device was used to complete the procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complain trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.